Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d) continued to exhibit high out of range pacing impedance measurements of greater than the ra lead also exhibited increased threshold measurements. A revision procedure was performed where the ra lead was surgically abandoned and the crt-d was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that during a device interrogation, it was noted the cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out of range impedances of greater than 2500 ohms. The ra electrogram (egm) was also very noisy. It was noted that the patient was lost to follow up and had not been to the clinic for a device check in over three years. There was questions as to if the ra lead still remained implanted, however the device was programmed to pace and sense in both the ventricle and atrium. Boston scientific technical services (ts) was consulted and suggested getting an x-ray to determine what products were implanted and to assess for a possible cause of the reported issues. The field representative has attempted to obtain information from the clinic, however at this time no further information is available. The crt-d and ra lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received reprogrammed the cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed from pacing and sensing in the ventricles and atrium to only in the ventricles. A chest x-ray was taken and the physician did see an ra lead implanted. A cause of the high out of range pacing impedance measurements was unknown. The physician stated the patient left the clinic stable . At this time the crt-d and ra lead remain in service and no additional adverse patient effects were reported.